Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 08/10/2021.

Manufacturer narrative:
H10: the actual device was not received for evaluation, however a picture was provided and an internal blood leak was verified and not an external blood leak as previously reported. The reported condition of external blood leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is not a reportable event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, a polyflux 210h had a blood leak from the capillary fibers that make up the filter. This was reported to be possibly due to a breakage. Of the filter. The treatment was ended without the extracorporeal blood being returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.